Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated calcium2 results generated by the alinity c processing modules for two patients. The results were not released. The samples were recentrifuged and retested, yielding lower results. The following data was provided: (B)(6) 2026, sid (B)(6), (55-year-old male): results from analyzer (B)(6) = 4.19 mmol/l and 4.87 mmol/l; results from analyzer (B)(6) = 4.62 mmol/l and 4.03 mmol/l; repeat result post recentrifuged (B)(6) = 2.49 mmol/l; repeat result post recentrifuged (B)(6) = 2.46 mmol/l. (B)(6) 2026, sid (B)(6), (57-year-old female): results from analyzer (B)(6) = 3.50 mmol/l, 3.22 mmol/l and 3.12 mmol/l; repeat result post recentrifuged (B)(6) = 2.41 mmol/l. Normal reference range is 2.20 to 2.60 mmol/l. No impact to patient management was reported.